Event description:
Pursuant to info received from the physician, the pt was implanted with a smooth saline on 11/11/96. Subsequently, the physician noted that the pt had developed wound dehiscence, extrusion and an infection in her left breast. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.